Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during pm procedures the device showed an accuracy issue of - high (volume, temp, pressure issue). The fluid used was a mixture of distilled water and micro-90 (the cleaning solution used for pm). The intended programming was 12ml at 500ml/min and set up as a primary infusion. There was no patient involvement.

Event description:
It was reported that during pm procedures the device showed an accuracy issue of - high (volume, temp, pressure issue). The fluid used was a mixture of distilled water and micro-90 (the cleaning solution used for pm). The intended programming was 12ml at 500ml/min and set up as a primary infusion.there was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/08/2006 to the present date 1/4/2021 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that during pm procedures the device showed an accuracy issue of - high (volume, temp, pressure issue). The fluid used was a mixture of distilled water and micro-90 (the cleaning solution used for pm). The intended programming was 12ml at 500ml/min and set up as a primary infusion. There was no patient involvement.